Manufacturer narrative:
Evaluation results: one level 1 hotline disposable was returned for investigation in used condition. The sample was visually inspected at a distance of 12 to 24 inches, and under normal conditions of illumination. The visual inspection revealed that the luer was broken. The customer reported product problem was verified. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information was received that immediately after starting to use the product, the customer noticed the connector on the upstream side got damaged, causing leakage of fluid. No patient injury.